Manufacturer narrative:
This event occurred in (B)(6).(B)(4)

Event description:
The customer received a high result for free triiodothyronine (ft3) that was questioned by the physician because of a low thyrotropin (tsh) result. The specific data of testing was requested, but was not provided. The sample was submitted for investigation and tested on "mod pe" and "e411" analyzers. The results generated for ft3 and free thyroxine (ft4) were discrepant. Refer to the attachment to the medwatch for all patient data. (B)(4). The results from the investigation were reported to the hospital. There was no adverse event. As no sample remained for further investigation, a specific root cause could not be determined.